Manufacturer narrative:
On (B)(6) 2019 mentor became aware that conclusion code 22 was submitted erroneously with the initial report submitted on that same date. The correct conclusion code has been populated into manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5731088, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast implantation with mentor smooth round moderate plus profile 325cc saline prostheses and immediately experienced a number of symptoms post procedure. Dry skin, dry hair and emotional imbalance were all noted, but were stated to have improved with time. Over an unspecified time period the patient then stated to have developed anxiety, thinning hair, bloodshot eyes, lymph node pain, and, pain in and around the left implant. The devices were explanted, and the issues were stated to have improved. See 1645337-2019-09581 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was reviewed on 3/27/2019. The device was implanted on (B)(6) 2007. The device was explanted on (B)(6) 2018. D7 and d8 have been populated. Manufacturer¿s reference number: (B)(4).